Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon ruptured occurred. The 75% stenosed target lesion was located in the mildly calcified obtuse marginal branch (om). A 3.75mm x 12mm nc emerge balloon catheter was advanced for post dilatation after stenting. The balloon was initially inflated at 12 atmospheres and inflated for the second time at 16 atmospheres. However, on the third inflation at 20 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. There was contrast in the blood lumen. The balloon was loosely folded. Microscopic examination of the balloon revealed a pinhole in the balloon material 6mm from the proximal markerband. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination presented no irregularities in the ro marker that could have contributed to the damage. Microscopic examination presented no damage or irregularities in the bonds. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon ruptured occurred. The 75% stenosed target lesion was located in the mildly calcified obtuse marginal branch (om). A 3.75mm x 12mm nc emerge® balloon catheter was advanced for post dilatation after stenting. The balloon was initially inflated at 12 atmospheres and inflated for the second time at 16 atmospheres. However, on the third inflation at 20 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with different device. No patient complications were reported and the patient's status was good.